Manufacturer narrative:
Updated fields: b4, g3, g6, g7, h2, h6, h10, h11corrected field: h4

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
The suspected faulty power management board (pmb) was returned to getinge's national repair center (nrc) for failure investigation. The nrc inspected the pmb per procedure and no visual damage was observed. The nrc installed the pmb into the cardiosave test fixture and tested to factory specifications per procedure and per the cardiosave service manual. Prior to the pmb being powered up, a digital voltmeter was attached to two test points on the board (tp2 and gnd). Tp2 is the +12v regulator output responsible for powering the fans of the cardiosave. During the testing of the unit, it was observed that tp2 maintained +12 volts with no variances. The pmb passed all testing to factory specifications per service manual. The nrc was unable to duplicate and verify the reported issue. The pmb will be sent to the supplier for further failure investigation. A supplemental report will be submitted when additional information is provided.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit logs revealed multiple "fault code # 59 - powerman detected alarm/fault". Power management pcb (d670-00-1162) was replaced and resolved issue. After replacement, compressor fan rpm reading improved to 4050 in power parameters. The fse completed preventive maintenance (pm ) with full calibration. Unit passed all functional and safety tests per factory specifications. The iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported that during use on a patient an alarm got activated, the fan in the cardiosave intra-aortic balloon pump (iabp) was not working and displayed "fan failure". There was no harm or injury to the patient and no adverse event was reported.